Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection.

Event description:
A report was received that the patient had an infection at the left side area, opposite of ipg pocket. The patient underwent a surgery wherein the infection mass was drained.

Event description:
A report was received that the patient had an infection at the left side area, opposite of ipg pocket. The patient underwent a surgery wherein the infection mass was drained.